Event description:
Customer complaint: limited data available: stated device burnt her. Threw away device.

Event description:
Customer complaint - limited data available . Customer stated that the device burned them.